Manufacturer narrative:
(B)(4). Implant date: xen45 implantation between june 2015 and may 2017. Article citation: gabbay, itay e., et al. ¿efficacy and safety data for the ab interno xen45 gel stent implant at 3 years: a retrospective analysis.¿ european journal of ophthalmology, 2 may 2021, p. 112067212110143. Crossref, doi:10.1177/11206721211014381. The article was a retrospective study of 205 eyes in 205 patients. Mean age was 73.8+/-10.6. 111 patients were male and 94 were female. 107 implants occurred in the right eye and 98 implants occurred in the left eye. 188 patients were caucasian, 4 were asian, 8 were african, and 1 was other/mixed. Ethnicity data was not available for 4 patients. Further information from the author regarding event, product, or patient details has been requested. No additional information is available at this time. The events of exposure, bleb related leakage, retinal vein occlusion, and glaucoma progression are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The events of exposure and bleb related leakage are addressed in product labeling.

Event description:
The article "efficacy and safety data for the ab interno xen45 gel stent implant at 3 years: a retrospective analysis" noted the serious adverse events of one patient having a retinal vein occlusion at 6 months and 35 patients had xen devices fail. Of these 35 patients, 17 required a trabeculectomy, 3 required an ahmed implant, 7 required a cyclodisone laser procedure, and 10 patients had the xen removed or revised due to erosion or a conjunctival seidel sign.